Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10

Event description:
It was reported that during use leakage occurred past the plunger with an unspecified bd syringe. The following information was provided by the initial reporter: it was reported that when manually pushing the drug to the patient, the nurse noticed that the drug was leaking from the back of the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use leakage occurred past the plunger with an unspecified bd syringe. The following information was provided by the initial reporter: it was reported that when manually pushing the drug to the patient, the nurse noticed that the drug was leaking from the back of the syringe.